Event description:
It was reported that a single day infusor had particulate matter inside of its balloon. This was noted after the device was filled with desferrioxamine and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the device was manufactured september 9, 2014 - september 11, 2014.the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further microscopic inspection could not identify any evidence of particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.